Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the remote patient monitoring system that this implantable cardioverter defibrillator (ICD) recorded a high out of range shock lead impedance measurement. The patient was evaluated in clinic and will continue to be monitored. No adverse patient effects were reported. This product remains in service.